Event description:
It was reported that the speaker did not produce any sound. It is unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A field support engineer spoke with the customer who confirmed that the speaker produced no sound. A replacement speaker was ordered and shipped to the customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.